Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found two external insulation abrasions breaching the optim sheath with intact silicone insulation beneath, and the right ventricular cable lumen with the right ventricular ethylene tetrafluoroethylene (etfe) cable coating was also noted abraded proximal to the suture tie impression. The inner coil lumen and polytetrafluoroethylene (ptfe) liner were intact. The cause of external insulation abrasions is consistent with friction to device can.

Event description:
This report is to advise of an event occurring during analysis.